Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that the device stopped working. Device had stopped delivering insulin. Customer's blood glucose was 80 mg/dl to 90 mg/dl. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.